Manufacturer narrative:
Updated blocks: b5 and d11.

Event description:
Per clinical review: on (B)(6) 2019, the electronic patient gas system (epgs) calibrated without issue for a procedure on the listed date. About 3/4 of the way through the procedure, the advanced perfusion system 1 (aps1) showed a service gas system message in the messaging area of the central control monitor (ccm). The audible alarm was also informing the user of a epgs gas system message. The end user checked all gas flow connections, and confirmed that there were no issues or concerns about the gas or the correct blending gas being delivered to the oxygenator and to the patient. The system was used for the duration of the procedure. The end user was confident with the system, therefore nothing was exchanged during the procedure. There was no blood loss or harm related to the incident. There was no delay in the surgical procedure due to the incident.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) performed preventive maintenance on the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per the perfusionist, he could not silence the alarm. He checked the flow and blood gases and determined that there were no issues with the gas delivery.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a service gas system message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.